Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed the lot number is not available.

Event description:
The sales rep reported via phone that the metal sleeve of the customer's rigid fix 2.7mm btb br cross pin kit broke off in the patient's joint during an acl procedure. The sleeve was removed by using an osteotone to chip around the knee and remove the metal sleeve. The joint was closed and the case was complete. Minor bone damage was reported to remove the metal sleeve as well as a 5-8 minute delay. The device was discarded.